Event description:
New information reported that the high voltage therapy was inappropriate due to lead noise.

Manufacturer narrative:
This report is related to previously reported complaint of noise, MFR number 2938836-2014-13973. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and the patient had high voltage therapy. It was unknown if this therapy was due to the lead noise or if it was appropriate. Against the physician¿s recommendation, and by signed consent, the patient chose not to have the lead revised and instead the high voltage portion of the lead was capped during an unrelated pulse generator change-out procedure on (B)(6) 2018. The patient was stable before, during, and after procedure.